Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart during normal use and then a blank display. The customer was assisted through troubleshooting and the display did not return. The blood glucose level at the time of the incident was unknown. The customer was advised that the pump will need to be replaced. The customer was also advised to discontinue the use of the insulin pump and revert to a backup plan per the healthcare professional's instructions. The customer was advised that the insulin pump would need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.